Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 14.9 mmol/l and 22.9 mmol/l. Customer treated with bolus. Customer stated they did not contact their health care professional regarding high blood glucose. It was unknown whether the insulin pump was in use or not. The insulin pump will not be returned for analysis.